Manufacturer narrative:
Investigation found the pump had error code 45 in pump's history. New pump software was installed. Reference recall number z-1870-2011.

Event description:
Information received indicates that pump had experienced error code 45.